Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing short v-v intervals and non-sustained episodes, low r-wave measurement and t-wave oversensing (twos) was also noted. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.